Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm over 10 years ago. Vessel morphology at the time of implant was not reported. It was reported that a proximal type 1 endoleak was identified. It is unknown whether the patient presented emergently or at a routine follow-up. The aorta at the level of the renals was found to have dilated to 4 cm in diameter, likely from disease progression. There was no confirmed graft migration. A semi-open repair was performed, in which the top of the bifurcated stent graft to just below the flow divider was cut off, after which a surgical graft was successfully sewn in. The current aneurysm size is unknown. The explanted portion of the graft has not been returned. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, dilated aortic neck.